Event description:
Device #1 of 5: reference MFR. Report: 1627487-2018-01099, 1627487-2018-01100, 1627487-2018-01103 and 1627487-2018-01104. Follow up information identified the patient is doing well and issue has been resolved. The antibiotics were effective.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 5: reference MFR. Report: 1627487-2018-01099, 1627487-2018-01100, 1627487-2018-01103 and 1627487-2018-01104. It was reported the patient was diagnosed with an infection involving the lead and ipg sites of the cervical scs system. The patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted. It is unknown if cultures were taken or if antibiotics were prescribed.